Event description:
Procedure: lung resection. According to the reporter: when they tried to connect to cautery knife, noticed metal part of the device was missing. The component was not found in or outside the pt. The pt was x-rayed and no parts were found in the body. The or team are not certain if the component was missing before the package was opened. Another one was used. There was no reported injury.

Manufacturer narrative:
Initial report submitted: february 7, 2008.